Manufacturer narrative:
There were no samples or images returned for review; however, a lot number was provided. A review of the device history records and inspection records was conducted and no similar concerns were found. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned at a future date, the complaint will be reopened for further evaluation.

Event description:
Upon deploying an option through the jugular access site, after the doctor unsheathed, the anchors of the filter were all touching. He waited a few moments and one of the legs released. The additional anchors of the legs did not release and the legs were crossed. The physician then retrieved the filter with crossed legs safely using the cook retrieval kit. He then opened another option kit and successfully deployed it through the same access site.